Manufacturer narrative:
A ge service representative performed an on site investigation. Fuse twelve and fifteen a were replaced. If it continued to malfunction, the facility will consider it a power issue within the hospital and order a surge suppressor. The system was then found to be operating as intended.

Event description:
The customer reported the system's fuse blew repeatedly. No report of pt injury.